Manufacturer narrative:
The complaint device was returned for evaluation. Incoming visual inspection found no anomalies. Technical evaluation found no visual anomalies and confirmed the reported issue of there being no power. It was determined that the root cause was is due to a break under the bga chip under the ECG board which was most likely a result of mishandling at the hospital. Additionally, it was determined that the device was not salvageable. This type of event will continue to be monitored.

Event description:
Reportedly, post repair, there was no power to the device. There was no patient involvement. No additional information is available.